Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found a high volume of upstream occlusion alarms. Functional testing confirmed the customer reported issue as the upstream occlusion (uso) sensor was stuck. The investigation determined the cause of the issue was an inoperable uso sensor. The uso sensor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an upstream occlusion (uso) sensor error, software version 1.6. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.